Event description:
It was reported that patient experiencing pain at the implant site following a recent fall and observed redness in the same area. Pain medication was administered to address discomfort.